Manufacturer narrative:
The device was not returned for evaluation. The customer provided additional information regarding the reported event. This issue has been ongoing for the last several months. This issue occurred during procedures and sometimes during setup. Multiple scopes over the last several months and all four of their main processors were affected by the communication error. The failure did not impact the condition of the patient. There was no medical intervention that was required. No other devices were connected to the subject device when the failure occurred. An olympus representative/technician brought a machine to clean the dust and dirt from the processors where the scope gets plugged in. Customer believe that the processors were the cause of the communication error codes they were receiving on the scopes. As such, the device is not expected to be returned to olympus for evaluation. In a follow up response , customer reported that it was determined that their processors were dirty and an olympus technician onsite cleaned them out. The device socket and contacts (lightsource) were also cleaned . In a follow up communication with the customer after the devices were cleaned , it was conveyed that they have not have another spike in communication errors in their scopes . No further information was provided. Device history record review (DHR) confirmed that the device met its standards at the time of shipment. Review of repair history found the device had no repair history in the past one year. Cv-190 technical guide (troubleshooting): both b30 and e216 are an error code indicating scope communication error. The instruction manual of clv-190 (drawing no. Gt7243) describes the following, and the reported phenomenon might be prevented by following the descriptions. [4.4 connection of an endoscope]. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction. Olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had scope communication errors b30 and e216. The issue was found during a diagnostic procedure (esophagogastroduodenoscopy and colonoscopy). There was a delay of five minutes, and the patient was under sedation at the time. The procedure was completed with similar device. There were no reports of patient harm. This report is related to the following linked patient identifiers: (B)(6).